Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the patient¿s right ventricular lead exhibited lead noise. The patient was brought into clinic on (B)(6) 2019, and lead noise was reproduced with isometric testing. A lead fracture was suspected. An x-ray was requested and the device¿s high voltage therapies were programmed off. The patient was given a life vest until a lead revision was performed. The patient was stable and the results of the x-ray were noted provided.

Manufacturer narrative:
The reported event of noise was confirmed. The complete lead was returned in two pieces measuring 8.2 and 47.6 cm respectively. An external insulation abrasion caused by friction to the device can was noted at 7.2 cm to 7.7 cm from the connector pin. The insulation abrasion breached the re cable lumen with an abrasion noted to one of the etfe cable coating.

Event description:
New information received on (B)(4) 2019 indicates that the lead was extracted. The lead did not exhibit any visual anomalies. The patient was stable throughout.